Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator was unable to capture for pacing on a patient with no automatic implantable cardioverter defibrillator, but the electrocardiogram (ECG) waveform appeared to have pacer marks present where no pacing was achieved. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.